Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous distal right coronary artery (rca). The lesion was predilated with an unknown size and manufacturers balloon. The physician attempted several times to place a 3.50x16mm taxus expres2 drug eluting stent, but was unable to cross the lesion. The physician noticed the distal part of the stent strut was slightly lifted up. The procedure was completed with a 3.50x20mm taxus stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.